Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there 'contrast' button was noted to be torn on keypad. All buttons unresponsive and springs back when pressed. However, there was no report of peeling or tearing on the ok/down/up buttons.